Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained a blood glucose reading of 573 mg/dl on a contour next link 2.4 meter. The customer had no symptoms of hyperglycemia. Within 10 minutes, a repeat testing was performed on the contour next meter and a reading of 202 mg/dl was obtained, which aligned with the customer's condition. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8mpeg14a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.